Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; h10

Event description:
It has been identified that this record, mrn 9617229-2024-09167, is a duplicate of mrn 9617229-2024-04294. Please see mrn 9617229-2024-04294 for reportable events.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and recall. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.